Manufacturer narrative:
A 3/4" section of tubing was returned, which contained a green cap. The cap was a manometer tube plug used in an emerson pump adapter. Product named in the complaint does not contain a manometer, therefore no cap is included. Lot history was reviewed and no caps are used in testing. There were no emerson pumps produced within three months of the production of this lot of drainage sets, which rules out the possibility of a mfg error. Co has received no similar complaints. The reporting hospital purchases emerson pump adaptors. Evidence suggests there may have been a mix up at the hospital. User error may have contributed to the event.

Event description:
The tubing was set up as usual, the pt had a severe hemothorax and was not recovering at all. His condition was getting worse so he was transfered to the ICU in a very bad condition. The staff finally realized that something was blocking the tubing, in fact, a "green cap" was inserted into the tubing avoiding all drainage. The tubing was then immediately changed and the pt recovered.